Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: (B)(4). There was patient involvement.

Manufacturer narrative:
Correction: date of event, describe event or problem, concomitant med prod data (1), initial reporter addr 1, initial reporter city. Additional information: medical device serial #, initial reporter zip, device manufacture date, imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: e2403 - no clinical signs symptoms or conditions a0705 - battery problem a160105 - false alarm f26 - no health consequences or impact there was patient involvement. A report was received from health canada's canada vigilance program which states, "propfol and fentanyl running- sudden discharge of battery. No prewarning. No additional channels on unit other than 3. Pt high risk airway extremely dangerous as pt could potentially lose airway and have a cardiac arrest. "

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: e2403 - no clinical signs symptoms or conditions. A0705 - battery problem. A160105 - false alarm. F26 - no health consequences or impact. There was patient involvement.